Event description:
It was reported that during a laparoscopic lobectomy procedure, the jaws did not open after the device was inserted via a trocar. After the operation, the jaws were opened by a nurse. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Results: yielded jaw, returned empty. The analysis found that one device was returned in good visual condition and with one cartridge loaded in the device. The cartridge reload was received fully fired and in good visual condition. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. Event could not be confirmed as the device closed and opened without any difficulties noted. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.